Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue: the patient's health care provider questioned the reliability of the pump and had patient discontinue use and go to injections. Is was noted the patient had had high blood glucose levels and sepsis, which customer support considered unrelated to pump use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.